Event description:
Unanticipated revision surgery. Surgeon thought might be biomechanical loosening or infection but unsure. As the case proceeded he felt the small trunion on a large ball head diameter had an effect of fretting and corrosion on the head/neck junction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR# 2249697-2012-01594.